Event description:
It was reported that the attachment was damage during a craniotomy procedure. The surgeon indicated there may have been a burn to the patient. On follow - up surgeon's name, patient's ID, sex, weight and height was provided. Additionally, product serial number and motor was provided.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. (B)(4) was initiated to investigate this malfunction. The most likely cause that led to this failure was the use of non ¿ recommended cleaning tools which deposited debris in the motor collet. This debris prevented the tool from being seating all the way at the bottom of the collet. The resulting additional protrusion of the tool forced the tool to contact the foot of the attachment and during usage, damaged the attachment. User manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for approximately 35 months with no record of factory service during this period. (B)(4).